Manufacturer narrative:
The customer did not make the unit available for evaluation.

Event description:
It was alleged that a patient fell out of bed and passed away. The customer alleged bed exit was engaged, but that the patient disarmed the bed exit and got out of bed and fell, however this could not be confirmed. Specific injuries sustained by the patient were not reported, and the customer declined to give further information at this time.